Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed moderate use including a fractured tip. Therefore, the complaint is confirmed. The most-likely underlying cause was determined to be excessive force. According to the evaluation, the surgeon most likely applied excessive force to the tip of the elevator in an attempt to extract a tooth. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that an elevator broke during a procedure. It is reported that the surgeon was able to pick the broken pieces of the instrument from the patient without any surgical intervention. It is reported the procedure was completed with another elevator. It is reported there was a delay of two to three minutes to the procedure. It is reported no foreign body was left inside the patient.